Manufacturer narrative:
One controller was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed an occurrence of a controller fault alarm logged on (B)(4) 2015 with error code sys_uic_aps_fail. This is indicative of an automatic power switch circuit failure. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The device was related to the reported event; however, this event could not be duplicated at the bench level. The manufacturer has opened an internal investigation under (B)(4) to evaluate these types of issues. The most likely root cause of the failure is a leaky diode on the automatic power switch of the controller, which likely contributed to the event. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. No further information will be asked for this complaint as it pertains to the dt2 study group and they will be responsible for the reportability and follow up of the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the u.s. By the vad coordinator that the patient had a controller fault alarm. Log files were sent to the manufacturer confirming controller fault. Manufacturer engineer recommended controller exchange if patient could tolerate the exchange. Controller was exchange and well tolerated by patient. Investigation is ongoing.